Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-14570, related manufacturer reference number 3006705815-2022-14571. It was reported that patient the ipg failed to establish communication with external devices. The ipg was deemed inoperable. Patient also reported ineffective therapy. As a result, surgical intervention was undertaken wherein the leads and the ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event for inoperable ipg was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing. The ipg charged normally with lab equipment.